Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this device was removed and returned for analysis. There was no reported clinical allegation against this device. Initial analysis revealed this device may not have met expected longevity and had reached elective replacement indicators (eri) while implanted. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.